Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: fluid leak - sidearm: the cause of the fluid leak - sidearm was not determined due to no product returned and insufficient clinical details. Purge pressure low: the cause of the purge pressure low was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Device history lot: device lot : 1979791. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On day 14 of impella support, it was reported that there was leaking purge solution out of the filter at the purge sidearm. Patient support was not affected, and the motor current and purge flow remained within expectations. The medical team was encouraged to replace the pump due to the issues and the medical team was instructed to carefully watch the motor current, purge flow and purge pressures. Subsequently, the medical team decided to wean the patient and explant the pump later the same day. The device was explanted successfully after weaning. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A5 is unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
B3 revised date of event as it was entered incorrectly from the initial report that was submitted.